Manufacturer narrative:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault, refractive surprise, and blurred vision. Due to lens rotation not associated to a low vault, refractive surprise, and blurred vision the lens was repositioned. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault, refractive surprise, and blurred vision. The lens remains implanted. Possible repositioning. Cause of the event was reported as unknown.